Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the catheter showed that blood was inside the balloon. Smart chip verification indicated that the catheter was used for 5 injections. A dissection / pressure test showed a guide wire lumen kink at 1.35 inches proximal from the tip. Also, the guide wire lumen twist and breach were 0.8 inches proximal from the tip. In conclusion, the reported system notice indicating that the safety system detected fluid in the catheter and stopped the injection was confirmed through testing. The catheter failed the inspection due to a guide wire lumen kink, twist, and breach.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. It was noted that the cables were replaced without resolve. Then, the balloon catheter was replaced and the procedure continued; however, the console failed and the procedure stopped. The case was aborted while the patient was under general anesthesia. The balloon catheter subsequently tested out of specification upon the manufacturer's analysis. No patient complications have been reported as a result of this event.